Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the delayed keypad response, caused by a failed processor pcb. The delay observed was approx 3 seconds. The keypad was replaced.

Event description:
It was reported that a spectrum pump experienced a delayed response. It was also reported that there was no pt injury.